Event description:
It was reported that the device would not defibrillate when used on a pt. The device attempted to charge, but never reached the selected energy level. The pt was not resuscitated. The customer confirmed that the pt death was not attributed to the device. The pt had a broken neck from a motorcycle accident and was asystole, but the customer's protocol was to administer epinephrine and shock.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.